Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that the seat upholstery is sagging enough to where it is touching the crossbars.